Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states cancer, mouth issue. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on jan 08, 2024, and section b5 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states cancer, mouth issue. No medical intervention was specified by the patient. A rep dreamstation auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, 4 error codes present were found. The device was corrected. Section h6 updated in this report.